Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo fenestrated custom-made device. The custom made treo device is not marketed in the us, however it is similar to the treo abdominal stent graft system approved for sale in the us (p190015). The event occurred in the (B)(6).

Event description:
This event was reported to tag via (B)(6) registry as follows: reported endoleak type 2. No serious adverse event was reported. Relationship to procedure, device and patient are classified as undetermined. The event was unanticipated. No action was taken to treat the patient. Patient outcome - "event outcome - recovered - resolved without sequelae. Ae end date (B)(6) 2021."